Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a nocturnal low blood glucose, with a lowest confirmed value of 68 mg/dl by cgm and glucometer, lasting about 30 minutes, and treated with 15 grams of oral glucose; values subsequently rose into range and continued upward, and a supply change was requested after recovery. Symptoms included hypoglycemia characterized by a warm forehead. Outcomes included the need for oral glucose as a medical intervention. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.